Manufacturer narrative:
The company service representative examined the system could not duplicate the problem reported. The psi regulator was replaced due to a slow response when adjusting it. The psi regulator was disposed of. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for this system. (B) (4). (B) (4).

Event description:
Adverse event(s): "pt had a positive outcome" (no consequences or impact to pt). Product problem(s): "system froze" (device issue). The operating room supervisor reported the system froze and the vitrectomy function stopped working. The system was rebooted with a 10-15 minute delay, while the cassette and tubing were changed. The operating room supervisor stated there was no soft eye or pt injury. The pt had a positive outcome.